Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-sep-2023 . H6: investigation summary: sixteen open 32 g x 4 mm pen needle samples and five photos were returned from lot. No. Unknown, cat. No. 320559. Visual examination was carried out on the returned samples and photos and no issues were observed. Measurement of the outer diameter was carried out on the returned samples and no issues were observed. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was difficult to operate during the injection. This occurred with 16 pen needles. The following information was provided by the initial reporter, translated from japanese: "this report is about resistance and pain during injection. The patient felt resistance and pain as if the skin was being pressed during injection. This event did not occurred when other needles were used. (Many products were returned because the patient had several months' worth of products.)

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was difficult to operate during the injection. This occurred with 16 pen needles. The following information was provided by the initial reporter, translated from japanese: "this report is about resistance and pain during injection. The patient felt resistance and pain as if the skin was being pressed during injection. This event did not occurred when other needles were used. (Many products were returned because the patient had several months' worth of products).